Event description:
During a routine cataract extraction procedure the patient reportedly received a corneal burn in the operative eye. The wound required three unanticipated sutures to close. The product is continuing to be used at the hospital and is not suspected of causing the incident. The patient is expected to recover fully.